Manufacturer narrative:
The device has not been received for evaluation. A serial number was not identified. The reporter stated that the screws designed to hold the cycler securely to the stand were not in place when the event occurred. The nxstage user guide provides adequate warnings to inspect the cycler to assure it is securely attached to the mobile stand. Additional warnings state that the user should check the bolts on the mobile stand frequently to assure the cycler remains securely attached to the stand to prevent injury. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 of a male user who reportedly required surgery to the knee after the cycler fell from the mobile stand. The reporter estimated the event occurred 2 to 5 years ago. Though requested, no additional information was provided.